Manufacturer narrative:
The field service engineer found the pinch valve failing and the tubing was kinked. He reflared the tubing and replaced the pinch valves. He performed precision testing and verified the system was operational. After service, the customer performed qc and no further issues were reported. The investigation reviewed the customer's calibration and qc data and confirmed the results were acceptable. The investigation reviewed the system's alarm trace and did not find any abnormalities. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for eight patients tested on a cobas e 601 module. Prior to patient testing, the customer confirmed the qc was acceptable. On (B)(6) 2022, the initial estradiol results were reported outside the laboratory. On (B)(6) 2022, the fertility department deemed the reported results incorrect as the results did not match the clinical plans. The customer performed repeat testing with the samples on the same e 601 module. Patient 1's initial estradiol result was 4388 pg/ml. The patient's repeat estradiol result was 953 pg/ml. Patient 2's initial estradiol result was 2703 pg/ml. The patient's repeat estradiol result was 754 pg/ml. Patient 3's initial estradiol result was 5942 pg/ml. The patient's repeat estradiol result was 1723 pg/ml. Patient 4's initial estradiol result was 4681 pg/ml. The patient's repeat estradiol result was 1196 pg/ml. Patient 5's initial estradiol result was 4804 pg/ml. The patient's repeat estradiol result was 1125 pg/ml. Patient 6's initial estradiol result was 4894 pg/ml. The patient's repeat estradiol result was 1250 pg/ml. Patient 7's initial estradiol result was 436 pg/ml. The patient's repeat estradiol result was 91 pg/ml. Patient 8's initial estradiol result was 283 pg/ml. The patient's repeat estradiol result was 19 pg/ml. The customer determined the repeat results were correct. The patients had a new sample collected on (B)(6) 2022, and the estradiol results were comparable to the repeat results. The estradiol reagent lot number was 566726 with an expiration date of 31-aug-2022.